Event description:
Patient allegedly implanted with a cl medical I-stop (lot unk, ref. No. Unk). Patient complained about erosion. Confusion about the name of the device: I-stop tvm. Is it an I-stop, a tvm, or both.